Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years due to stenosis. Per the operative report: "she is a large woman and there was a significant gradient from the beginning...the 19 mm prosthesis was somewhat fibrotic but mostly was opening well. It was in fact a very small annulus, however, and was clearly too small for the patient. ...the sutures were removed and the valve was removed. ...a 23 mm magna ease valve was sewn into [place] ... The patient was then gradually weaned from bypass ... The patient was transferred to the ICU in satisfactory condition."

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis. In this case, the op report documents that the valve was somewhat fibrotic but opening well. The annulus was noted to be very small and the patient had recognized high gradients from the beginning. Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. It appears that this event was related to a sizing issue at the time of the initial implantation of the subject device. There have not been any allegations of a device malfunction. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: minimal calcification was observed in the cusp areas of leaflets 1 and 3, minimal to moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 3 exhibited minimal calcification. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect overall and into the orifice at the greatest point by approximately 7 mm on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3 mm. Host tissue was minimal at both the stent inflow and stent outflow. Commissures 1 and 3 wireform were exposed on the outflow aspect. The x-ray demonstrated calcification, commissures 1 and 3 wireform appeared bent inward. X-ray. Additional manufacturer narrative: the explanted device was returned to edwards for analysis. Unfortunately, the root cause of this event could not be confirmed based on our evaluation. There is no change in the original conclusion of this event. It appears that this event was likely related to a sizing issue at the time of the initial implantation of the subject device. No further actions being taken.